Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a lot of chords under leaflets medially. A mitraclip xtw was inserted and was advanced under the valve. An attempt to grasp the leaflets was performed. However, the clip became caught in chordae. It was noted that when the clip delivery system (cds) handle was retracted, the clip handle would not come up, but the guide was noted to be pulled down, towards the valve, as the clip was stuck in chordae. Troubleshooting was performed, but the clip was unable to be freed. Therefore, the clip was implanted where it was stuck, deployed on both leaflets. An additional clip was deployed laterally, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.